Manufacturer narrative:
Additional information received: the intended procedure was unknown. There were no damages or anomalies noted to the device or packaging prior to use. It is unknown if there were any other damages or anomalies noted to the device after sheath was found to be frayed. There was no difficulty experienced as the device was removed from the packaging. It is unknown if excessive force was used during removal. Complaint conclusion: as reported, the distal tip of the brite tip sheath was found to be frayed when removed from the packaging. There was no reported patient injury. When the physician removed a brite tip sheath from its pouch, it was confirmed that the distal tip was frayed. Therefore, the brite tip sheath was exchanged for another brite tip sheath and the procedure was finished successfully. There were no damages or anomalies noted to the device or packaging prior to use. It is unknown if there were any other damages or anomalies noted to the device after the sheath was found to be frayed. There was no difficulty experienced as the device was removed from the packaging. It is unknown if excessive force was used during removal. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
The device will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. (B)(6). Please note that the gender of the patient is unknown.

Event description:
As reported, the distal tip of the brite tip sheath was found to be frayed when removed from the packaging. Another brite tip was used. There was no reported patient injury. When the physician removed a brite tip sheath from its pouch, it was confirmed that the distal tip was frayed. Therefore, the brite tip sheath was exchanged for another brite tip sheath. The procedure finished successfully. There was no reported patient injury. The product was not clinically used. And it will not be returned for analysis.